Event description:
On 02-sep-2021, through an intuitive surgical, inc. (Isi) clinical journal review, isi became aware of a asian journal of andrology article titled, ¿a comparison of perioperative outcomes between extraperitoneal robotic single-port and multiport radical prostatectomy with the da vinci si surgical system¿ (ju, g. Q., wang, z. J., et al., 2021). Study data was collected from april 2019 to march 2020 with a total of 56 patients. The article cites the purpose of the study as follows: to evaluate outcomes between extraperitoneal robotic single-port radical prostatectomy (epr-sprp) and extraperitoneal robotic multiport radical prostatectomy (epr-mprp) performed with the da vinci si surgical system, comparison was performed between 30 single-port (sp group) and 26 multiport (mp group) cases. The article cited that the indication for surgery was prostate cancer and that ¿the surgeons involved have considerable robotic experience¿. Within the journal article, complications were noted: five patients experienced peritoneal damage in the mp group; three of whom had a ¿history of lower abdominal surgery¿ and there were ¿nine patients in the single-port (sp) group and six patients in the multiport (mp) group experienced clavien I-ii complications¿. The article was unclear with regard to citing ¿we also made slight modifications for epr-sprp with the da vinci si system¿, that ¿collisions of instruments often occur¿, and that ¿although the da vinci si surgical system is not designed for single-port surgery, it can provide more experience for operating a single-port robotic surgical platform in the future." Isi has reached out to the author to obtain additional information but has not yet received a response.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history complaint review was unable to be conducted at this time due to lack of system and instrument detail as well as the event/procedure date. There was no image or video clip supplied for review related to a specific event. However procedure images were provided within the article [in figure 2] showing what appears to be the assist port that was used to make it a single port procedure and unspecified third party trocars for the multiport procedures. Unable to conduct system or instrument log review due to lack of system, procedure, and instrument detail. An isi clinical development engineer (cde) conducted a clinical article image review and the following was found: the si system is indicated for use to perform prostatectomy procedures; however, we typically do not see it used with this single port accessory. It appears as though the site used an intuitive robotic cannulae along with third-party cannulae for the camera and assist, so there would not be issues there. Isi does not have a cannula for the camera, therefore third-party cannulas are used. We would expect more collisions with the single port setup because the arms are not spaced out as instructed in our user manuals and in-service guides. This would not necessarily be considered as misuse of the system since the issue would come from the port placement, which is ultimately up to the user. This event meets the criteria of a reportable adverse event as it was alleged within the clinical article that there were instances of unspecified peritoneal tissue damage with unknown medical intervention and other unspecified ¿clavien I-ii¿ complications. At this time, the root cause of the issues are unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The catalog number, UDI and lot no. Are not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.